Event description:
Misonix irrigation tubeset, was properly connected to the misonix bone scalpel machine and primed. When surgeon attempted to begin using the bone scalpel, it would not work properly and there was found to be a hole in the reinforced portion of the tubing. The faulty tubing was removed from the bone scalpel and was given to materials management, who in turn contacted the vendor and returned product for evaluation.